Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns, gong alarms, damaged monitor case) has been confirmed. Upon investigation the monitor failed a baseline test and was unable to recognize ecgs or the therapy electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse events occurred from the damaged monitor or battery. Manufacture dates: monitor sn (B)(4) - 07/31/2015 battery sn (B)(4) - 01/15/2018

Event description:
A us distributor reported that a patient's monitor had a damaged case and was experiencing abnormal shutdowns and gong alarms. Additionally, the patient's battery was unable to charge.